Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Pen had not been dispensing any medication [device failure]. Blood glucose had risen to over 30 mmol/l [blood glucose increased]. Case description: this serious spontaneous case from china was reported by a consumer as "pen had not been dispensing any medication(device failure)" with an unspecified onset date, "blood glucose had risen to over 30 mmol/l(blood glucose increased)" with an unspecified onset date, and concerned a elderly patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "device therapy", patient height, weight and body mass index were not reported. Medical history was not provided. Customer reported that patient used novopen 4. Novopen 4 had not been dispensing any medication for several days and the blood glucose (blood glucose) had risen to over 30 mmol/l. Patient was currently hospitalized (hospitalization details not reported) and requesting after sales service. Batch numbers: novopen 4: requested. Action taken to novopen 4 was not reported. The outcome for the event "pen had not been dispensing any medication (device failure)" was not reported. The outcome for the event "blood glucose had risen to over 30 mmol/l (blood glucose increased)" was not reported. Reporter's causality (novopen 4) - pen had not been dispensing any medication (device failure): unknown. Blood glucose had risen to over 30 mmol/l (blood glucose increased): unknown. Company's causality (novopen 4) - pen had not been dispensing any medication (device failure): possible. Blood glucose had risen to over 30 mmol/l (blood glucose increased): possible. Event onset date is not reported in the case. However, the incident dates are captured to ensure the mir form is generated.

Event description:
Case description: investigational results. Name: novopen 4, batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Since last submission case has been updated with following information investigational result was added. Is nonreportable field updated as no. Malfunction field updated as no. Final report check box was ticked. Expected date of follow up report was deleted. Follow up information further investigation comment updated. Imdrf codes b,c,d,g were updated. Narrative updated accordingly. Final manufacturer comment: 27-jan-2026: the suspected device (novopen 4) has not been returned to novo nordisk a/s for the investigation. Batch number of device is not available despite repeated efforts to find the same. Batch trend analysis or reference sample analysis was not performed. No other confounding factor identified. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 4. H3 continued: evaluation summary name: novopen 4, batch number:unknown no investigation was possible, because neither sample nor batch number was available.